Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip, there was an issue with illegible markings. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. A photo was received for evaluation. The photo showed a syringe with skewed print on the barrel therefore failure mode is verified. Skewed print can be caused by a misalignment of the load fingers or chains on the transtech printer that press the syringe into the printing pad.

Event description:
It was reported that before use of the bd syringe with bd luer-lok tip, there was an issue with illegible markings. There was no report of exposure, injury, or medical intervention.